Manufacturer narrative:
As the reported complaint sample was not returned, angiodynamics is unable to perform a device eval. The reported complaint description is confirmed based on a review of photos provided. However, without receiving the sample, the root cause for the reported defect is unk. Although the exact root cause of the event is unable to be determined, it does not appear to be the result of a manufacturing failure. A possible contributing factor could have been operational context, i.e. Probe placement into hard tissue or lateral forces on the applicator tip during placement or removal. A review of the lot history records for the reported lot was performed for any deviations. The review confirms that the lots met all material, assembly and performance specifications. A review of the angiodynamics complaint system noted no trend for this complaint type and product family. This type of complaint will continue to be monitored for trends.

Event description:
As reported on (B)(6) 2014 by our distributor in (B)(4), a pt of unk age and gender presented for a microwave ablation procedure of a liver tumor. After successful completion for the procedure, when the treating physician removed the applicator from the pt, the physician noted that the ceramic tip was broken off (but still attached to) the needle. No part of the device was left in the pt and the pt suffered no harm or injury due to the product problem. The device was disposed of by the user and is not available to be returned for eval.